Manufacturer narrative:
(B)(4). Batch # r94l2h. Investigation summary: the device received was returned with the tissue pad with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. In addition there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy procedure, the tip was melt during procedure. No other details provided. No patient consequence reported.